Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. Material deformation and material twisted/bent were confirmed. The reported failure to advance could not be tested as it is operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. It was reported the stent delivery system (sds) met resistance with the patients lesion due to heavy calcification and tortuosity, resulting in failure to advance. The analysis of the returned device confirmed the crossing profile met specification. In addition, it was reported that the stent was bent, flared and the inner member was bent at the noted stent damage. Analysis of the device confirmed the reported material deformation on the stent and the bend of the inner member. This type of damage likely occur due to interaction with challenging lesion. Based on the complaint review, there is no indication of a lot specific product quality issue. H6 correction: medical device problem code 1069 removed, and 2976, 2981 were added.

Event description:
Subsequent to the initial report being filed, it was reported that the mid-section of the stent implant was bent with flared struts. The balloon inner member was bent in the same location as the noted flared struts; which was reported a broken catheter. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 90% de novo lesion in the left anterior descending (lad) artery with heavy calcification and heavy tortuosity. The 2.25x23mm xience sierra stent delivery system (sds) was attempted to be advanced to the targe lesion; however, the sds failed to cross and the catheter broke. Therefore, the sds was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another xience sierra stent was used to continue the procedure. No additional information was provided.